Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient had charged on thursday and stated that they felt like ¿it was getting weak, so they went to charge on sunday¿. It was reported that the patient thought they were charging the ins and the stimulator turned off and when they tried to start up charging again they got the por (power on reset) screen. The patient then mentioned that they had been getting the eri (elective replacement indicator) message for two weeks and stated that they had already contacted their doctor about that. It was indicated that the por was not related to an overdischarged event. No traumas or falls were related, but the patient had a recent medical tests/emi exposure. It was reported that the patient had a cat scan a couple of weeks ago. The por screen seen was a warning por. The patient had indicated that they charged their ins to 100 percent last night and stated that it now showed it had 85 to 90 per cent charge and they didn¿t know how it went down. The patient was redirected to follow-up with their healthcare provider (hcp) to have their device interrogated. The patient had indicated that they had been miserable for the last 24 hours and mentioned that they had a hard time lifting things right now. It was not confirmed if the symptoms reported began suddenly or gradually. No further complications were reported/anticipated.